Manufacturer narrative:
This report is submitted on may 14, 2021.

Event description:
Per the audiologist, the patient experienced pain and skin overgrowth on the abutment, and was treated with a topical steroid (date not reported). The implanted device remains.